Manufacturer narrative:
Device 5 of 7. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 and manufacturing site: 9618003.

Event description:
The consumer reported that approximately six wafers from two market units (mus) with unknown lot number had off-centered starter hole issue. The consumer also stated that the off centered holes were in varying degrees like some were mild and some were more severe. The end user also reported that she was able to wear some of the affected wafers, but wear time declined from two days to less than one day. The consumer reported that one day she had to change the product three times due to the off centered holes which she found emotionally very difficult. She stated that emotionally she was very upset and had lost faith in the product. The product was used by patient. No photo was available at this time.